Event description:
Staining found on inside cord paper wrap; staining was not noticed on exterior packaging. Consistent with possible contamination of sterile supply. Supply was removed prior to the patient entering the room and replaced. Manufacturer response for electrosurgical, cutting coagulation accessories, conmed (per site reporter): waiting for their response.